Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: due to wear of the forceps elevator lever, the up/down knob could not be locked securely; switch1 had a pinhole; due to a crack on the probe cover, water tightness was lost; the plug unit and cable unit had corrosion due to water leakage; due to a chip on probe cover, the insulation resistance value at the distal end did not meet the standard value; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; the objective lens and light guide lens were cracked; the adhesive on the distal sheath was worn; the connecting tube had a scratch and the universal cord was buckled. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope had no image, an error e216 (scope communication error) was displayed. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: due to insufficient cleaning, foreign material was found in the jet tube, air/water tube and air/water cylinder. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to the reprocessing was not conducted properly due to leakage from plastic distal end cover (c-cover). The event can be detected and prevented by following the instructions for use (IFU) section: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.